Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible lead integrity alert (lia). The rv lead exhibited intermittent oversensing due to aging degradation. An anomaly of the rv lead was identified. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.